Event description:
It was reported that episodes of high ventricular rate (hvr) due to noise were observed on the right ventricular (rv) lead. Programming changes were made. The patient was asymptomatic and will be monitored.